Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient experienced elevated blood glucose levels as high as 389 mg/dl and had positive ketone bodies as high as +++. It was reported that a nurse provided the patient with insulin injections and the patient had gone to the hospital. No information was provided regarding treatment the patient received at the hospital. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.